Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mmx20mm emerge catheter was selected for dilation; however the shaft snapped.